Manufacturer narrative:
The customer's meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from an accuchek inform ii meter, serial number (B)(6) , compared to an ap500 blood gas analyzer. At 2:32 p.m., the meter result was 5.4 mmol/l. The blood gas result was 3.5 mmol/l. At 5:09 p.m., the meter result was 5.4 mmol/l. The blood gas result was 3.3 mmol/l. At 8:31 p.m., the meter result was 5.5 mmol/l. The blood gas result was 3.1 mmol/l. At 10:35 p.m., the meter result was 4.4 mmol/l. The blood gas result was 2.3 mmol/l. At 11:51 p.m., the meter result was 5.1 mmol/l. The blood gas result was 2.8 mmol/l. Measurements on both instruments were run using the same tube that was collected from the patient's line.